Manufacturer narrative:
The device was replaced to enhance customer confidence and will not be returned to the customer.

Event description:
The unit was being used to routinely monitor a pt during transport. The unit allegedly displayed an inappropriate leads off message and a flatline instead of the pt's ECG.